Manufacturer narrative:
This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had a blank display. They said that they had gone swimming. The received a sudden vibration and then the blank display. The customer¿s blood glucose level was 7.8 mmol/l at the time of the incident. The customer mentioned that there were cracks on the backside of the battery compartment. The insulin pump is not being returned for analysis.